Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/8/2020. H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned samples and photos and a bent patient end cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was broken. The following information was provided by the initial reporter: the customer reported about a broken needle pe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was broken. The following information was provided by the initial reporter: the customer reported about a broken needle pe.